Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump passed the self test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery test. All operating currents are within specification. Off no power alarm functions properly. Insulin pump was unable to prime during prime test. Insulin pump was unable to determine root cause of prime anomaly due to product preservation. Visual inspection insulin pump had debris under display window, scratched case, cracked reservoir tube and cracked reservoir tube lip. Insulin pump did not have a battery when received. The test battery is 1.60 volts. Inserted battery, unexpected re start alarm, cleared alarm. Set time and date. Cleared lost sensor alarm.

Manufacturer narrative:
It was reported by legal secretary, the date medtronic legal became aware was on 2/2/2015. Reporter alleges that customer managed his diabetes with a medtronic minimed mmt-723 insulin pump and medtronic mmt-377 infusion sets. On march 6, 2011 at 6:00am, customer's insulin pump delivered a lethal overdose of insulin. Customer died at age (B)(6). At the time of this death insulin pump was programmed to deliver insulin at approximately one unit per hour. At 1:30am, customer's blood glucose level was 82mg/dl. Customer drank two bottles of juice to increase blood glucose to normal range. At approximately 3:00am, customer's blood glucose was 186mg/dl. At approximately 3:15am, customer fell asleep. While sleeping, customer's insulin pump delivered a lethal overdose of insulin. Customer died from a diabetic seizure, due to hypoglycemia. Without receiving excess insulin, it would have been impossible for customer to go from blood glucose ready of 186mg/dl to deadly low in three hours. Accordingly, there is no feasible explanation for customer's death other than an infusion set malfunction. Nothing further reported.

Event description:
It was reported that the customer had passed away at home. The customer's wife stated that the cause of death was diabetic seizure and that the customer was wearing the insulin pump at the time of death. The customer's wife stated that prior to the event, the customer had been out for a meal and he later checked his blood glucose levels and found that it was at 189 mg/dl. The customer's mother also stated that the diabetes educator had found that all of the customer's setting were programmed incorrectly. The customer's mother further stated that the diabetes educator found that the customer was supposed to receive 25 units but his insulin pump had been programmed for 53 units. Nothing further was reported.